Manufacturer narrative:
Date of report: 14jun2021.

Event description:
The customer reported that the unit not recognizing o2 cell, only reading 2/3 of setting of calibration. The customer reported that the unit was in use on patient, but there was no patient harm reported. Customer reports that during testing, the unit reads, 450tv =360 delivered. Product support advised customer to perform testing they would need to follow the performance verification in the service manual. Not recognizing the o2 cell --- est does not recognize the o2 cell. The customer replaced the cell and the issue continues. The biomed reported that he found that the o2 sensor cable was installed backward causing the o2 sensor failure. The o2 cell replacement fixed the issue.

Manufacturer narrative:
Product support advised the customer that the external o2 sensor kit (B)(6) is no longer available as the esprit is at its end of life. Product support advised customer that the unit would need to be retired as there is no way to confirm operation. Product support provided customer end of life (eol) letter. As of december 31st, 2020, philips no longer support accessories, supplies, upgrades, and repair support parts associated with esprit/v200.